Manufacturer narrative:
B5, d4;lot number : updated.

Event description:
It was reported that, during an acl reconstruction surgery, the electrode of the "tristar 50° ic wand" loosened and fell off inside the anatomy. The pieces were successfully retrieved from the patient. The procedure was successfully completed without significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Internal complaint reference: (B)(4).

Manufacturer narrative:
H10 h3, h6 the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows no manufacturing abnormalities. The electrode is detached. Product was out of the original packaging. No packaging returned. The device was plugged into the controller and registered settings. The wand was able to generate plasma as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during an acl reconstruction surgery, the electrode of the "tristar 50° ic wand" was loosen and fell off. The procedure was successfully completed without significant delay using a back-up device. No further complications were reported.